Manufacturer narrative:
Event date is estimated. UDI # is not available.

Event description:
It was reported that the ipg was end of life and would not hold any charge. As a result patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.